Manufacturer narrative:
Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A synergy drug-eluting stent was advanced to treat the lesion. However, upon introduction of the stent into the touhy, the proximal end of the stent delivery system snapped in half. The device was then completely removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Upn search updated and corrected from (B)(4). Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR.?, if not evaluated provide code. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft itself was broken at 274mm distal to the strain relief. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A snap gauge was used during examination to measure the crimped stent outer diameter (od) which the reading was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage at the distal edge of the tip. The damage may have occurred during attempts to introduce the device inside the touhy, due to complications encountered. The damage may have occurred during attempts to introduce the device inside the touhy, due to complications encountered. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon introduction of the stent into the touhy, the proximal end of the stent delivery system snapped in half. The device was then completely removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.